Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited premature battery depletion prior to implant. The leadless ipg had been stored at room temperature without any electromagnetic fields around. Thus, the low battery is not due to low temperature within the past few weeks. No patient complications have been reported as a result of this event.